Event description:
It was reported that the device was pacing fast despite high ventricular rates. There were long atrio-ventricular (av) intervals observed and it "seemed to violate the upper ventricular rate." Device programming changes were planned for the patient's next follow-up visit. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.